Event description:
Reportedly, the device was prophylactically replaced as advised in the field safety notice on platinium devices issued in july 2018. Preliminary analysis did not reveal any device malfunction.

Event description:
Reportedly, the device was prophylactically replaced as advised in the field safety notice on platinium devices issued in (B)(6) 2018. Preliminary analysis did not reveal any device malfunction.

Manufacturer narrative:
Please refer to the attached analysis report.